Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Two proud corail implants yesterday due to rasp implant mismatch. At this time it's unknown what size of broach/rasp were used during these cases. All are being reported at this time on linked pcs. The two stems are reported in two separate linked pcs.  Doe: (B)(6) 2018.

Manufacturer narrative:
Product complaint # : (B)(4). No device was received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.